Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was sent to the supplier and evaluated. Our employee reported an issue of the device was cloudy, per evaluation this problem can be confirmed, therefore this complaint can be confirmed. It was found during evaluation that the outer tube and the distal tip were damaged. Also there were particulates under distal lens (optics). User mishandling is the possible root cause of the reported issue. However with the given information we cannot determine a definite root cause. A manufacturing record evaluation was performed for the finished device serial number (1300815), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the jnj employee via phone that upon examination of the hd epscp, the employee reported it was cloudy.